Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient's ipg lost communication with external devices. In turn, the ipg deemed inoperable. Next course of action is undetermined at this time.